Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the batteries were not charging at user facility and there was a delay of one hour delay to the surgery. The procedure was completed successfully, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the batteries were not charging at user facility and there was a delay of one hour delay to the surgery. The procedure was completed successfully, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, battery doesn¿t charge anymore, was not duplicated and no failures were confirmed. Through visual and functional evaluation, the sme did not identify any failures with the battery. The battery was able to be charged to normal capacity. Device was placed in parts retention.